Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was implanted. The following day the patient reported dizziness, discomfort and a strange tinnitus-like auditory sensation.

Manufacturer narrative:
Additional information: since the device is not available to the manufacturer for examination, no device investigation was conducted. If the device is received in the future, the case will be re-opened and the device investigated. In accordance with the information in the patient report it is assumed that, given patient's cochlear anatomy, the initial electrode selection (flex28) could have caused the observed kink, since this was no longer present after re-implantation with a shorter electrode variant (flex24).

Event description:
The patient was implanted. The following day the patient reported dizziness, discomfort and a strange tinnitus-like auditory sensation. CT scan revealed that the basal part of the electrode array was kinked. No obstruction or anatomy abnormality was seen in the pre-operative CT scan. The patient was re-implanted with a shorter +flex24 array. A complete electrode insertion was achieved at implantation, evoked stapedius reflex thresholds (esrt) were measured successfully on all channels with the exception of channel 12 and evoked compound action potential (ecap) responses were recorded in apical and medial area. The revision surgery with the device with the +flex24 electrode went well and no kinking or misplacement of the electrode array was reported. Despite requested, the explanted device has not been received for investigation by the manufacturer as it was inadvertently lost at the clinic.